Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received inserted through a 7 french size sheath. An examination of the balloon identified a complete circumferential tear in the balloon material. The circumferential tear was located at 3.2cm distal to the distal edge of the proximal markerband. An examination of the distal section of the balloon circumferential tear identified that this section of balloon material also had an 8mm long longitudinal tear along its length. A microscopic examination of the balloon material and of the proximal and distal markerbands identified no issues which could potentially have contributed to the complaint incident. The shaft in between the markerbands was stretched. This stretching is consistent with excessive tensile force having been applied to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported that balloon rupture and tip detachment occurred. A stent had been previously deployed. A .035, 12 in diameter mustang balloon catheter was used to dilate the lesion; however, it was suspected that the device caught the stent strut. It was then noted that the balloon had burst and the tip of the device broke off. Everything was retrieved from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture and tip detachment occurred. A stent had been previously deployed. A .035, 12 in diameter mustang balloon catheter was used to dilate the lesion; however, it was suspected that the device caught the stent strut. It was then noted that the balloon had burst and the tip of the device broke off. Everything was retrieved from the patient¿s body. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.